Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information and suspected medical device information. Ethnicity of the patient is not hispanic/latino. Race of the patient is caucasian. The suspected medical device is a 275cc mentor smooth round moderate profile prosthesis (catalog #: 3501640, lot #: 5688525). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The replacement devices are two 270cc mentor smooth round high profile prostheses (catalog #: 3503270, left serial #: (B)(6) , right serial #: (B)(6). On (B)(6) 2021, mentor received additional information regarding the explantation date. The patient underwent bilateral removal and replacement on (B)(6) 2021. Updated reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with two unspecified mentor saline breast implants and experienced postoperative bilateral capsular contracture (right grade: IV, left grade: iii). The diagnosis was confirmed via physical examination on (B)(6) 2021. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2006 based on available information. This report is for the right-sided prosthesis.